Manufacturer narrative:
Date of event: exact date unknown, event occurred in approximately two to three months ago.

Event description:
It was reported that the patients ipg would not hold a changer for longer. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device was not released by the facility.